Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The complaint involved a chemosafelock bag spike. It was reported that there was a leak. There was unknown patient involvement, but no patient harm reported in the event.

Manufacturer narrative:
Investigation summary: the complaint of leaks on item kl-bs001u3 cannot be confirmed without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.